Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va2q8yh implanted: (B)(6) 2023: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 24-apr-2024, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that since they got their newest ins, it hadn't been working that great. The patient said they would have it on but after a couple of days, they had pain where the battery was in their butt cheek and they were peeing more and it was irritating their rectal area so they would shut if off and turn it back on but they could not find the correct numbers. The patient said the old manufacturer representative (rep) spent many hours with the patient but it was not helping. They ended up getting frustrated. It had been turned off from july of last year to july of this year when they met with the new rep who insisted on seeing the xray and told the patient "the 4th electrode was covering the sacral bone" so they couldn't use program 4. The patien t said if they dehydrated themselves, they were better. They knew it was a small percentage of people it did not work for. They said the first one worked but they did not know why this one just did not. They did not have diabetes and their bladder would go like 30 times or more a day. The patient was redirected to their healthcare provider (hcp) to further address the issue.